Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke while in the tissue. An x-ray was ordered, and the needle was successfully identified and removed from the tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes. The broken piece of the needle was identified on x-ray and retrieved from the patient's tissue during the same procedure. The needle broke in two pieces. Was there any additional tissue damage as a result of searching for the needle piece? Unknown did the surgery was successfully completed? Yes. The surgery was successfully completed. What was used to complete the surgery? A 3-0 vicryl suture. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.